Manufacturer narrative:
(B)(4). Batch unknown. Investigation summary: upon visual inspection of four photos, the following was observed: the first photo shows an opened box of product code pve35a, lot # p93y2e with exp. Date 2020-09-30 from top view with a package protruding of it and it was noted that the tyvek is detached of front area de package. The photos two and four show an opened box with the end area of package protruding of it and tyvek is detached from right corner. The third photo shows the end area of package inside of its box and appears to be that the tyvek is properly attached the blister. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the products had the primary packaging open. Patient consequences were not reported.

Manufacturer narrative:
(B)(4). Batch #: r5872f. Investigation summary: the analysis results found that a psee60a device was returned inside its package opened. The package was visually inspected, the seal area was inspected and evidence of being properly sealed was found in the package. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.